Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receiving error code 352.6700 on 8110 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receiving error code 352.6700 on 8110 (s/n (B)(4)). Explained probable cause to the error being the iui board assembly. Customer to interchange the iui board to isolate source of error. This did fix the problem successfully. Customer to repair/replace the iui board assembly. Informed customer, if any further concerns and/or issues to give a call back. End call.